Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis, medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pre- and post-operative x-rays and the primary and revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Revision of total hip femoral component. Femoral component failed to ingrow.

Event description:
Revision of total hip femoral component. Femoral component failed to ingrow.